Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead noted high out of range impedance measurements. It was observed that the rv lead was not able to perform detection either. As a result, this lead was surgically abandoned and replaced. It was indicated this patient was not pacemaker dependent. No adverse patient effects were reported.